Event description:
It was reported that the pruit f3 carotid shunt balloon ruptured during a carotid endarterectomy. They had to get control with slings around the distal end of the shunt to resolve the issue. No injury was reported to the patient and fully recovered.

Manufacturer narrative:
The device was received for investigation. Inspection of the device found the safety balloon to be ruptured. It is possible that the internal carotid balloon was over inflated or inflated too rapidly resulting in the safety balloon inflating or that the safety balloon was inadvertently damaged during the procedure.the safety sleeve used to cover the safety balloon was not on the safety balloon when the device was returned, however it is unknown if it was in place during use. As stated in the IFU: "attach a 3 ml syringe to the white stopcock and slowly inflate the internal carotid artery balloon with up to 0.25 ml of sterile saline. When the balloon is inflated sufficiently to occlude the artery, back-bleeding around the shunt will stop, there will be a feeling of slight resistance to further inflation and/or there will be a slight distention of the external safety balloon. This is the end-point: stop inflation immediately at this point. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. We have not received any similar complaints related to this lot number.